Event description:
It was reported a patient experienced peritonitis manifested by fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. On unknown date while hospitalized, the patient's pd catheter was removed due to peritonitis and hemodialysis was started. The cause of the peritonitis was unknown. At the time of the report, the patient remained hospitalized and was recovering from peritonitis. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895094 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).